Event description:
It was reported that a pump that had been returned for disposal only for end of life (eol).

Manufacturer narrative:
(B)(4). Analysis of the pump found a resonator alarm anomaly. Review of the pump logs indicated that the pump was used to infuse morphine and bupivacaine.